Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On an unreported date in 2011, a break in aseptic technique occurred described as the patient made a mistake. On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was the break in aseptic technique. The patient was not hospitalized and remedial treatment was not reported. It was unknown if the events of break in aseptic technique and peritonitis had resolved. Dianeal pd2 ultrabag therapy was ongoing. The reporter did not provide an opinion of causality for the events of break in aseptic technique and peritonitis

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is use error-poor aseptic technique.